Event description:
Kink in the arterial bloodline. The bloodline was used for the pt treatment, however the machine alarmed at the onset of hemodialysis. The staff visually inspected entire bloodline system then they inspected the pt's catheter and connections to find the cause of alarms. The pt care technician noted a kink in the arterial line. The pt's blood was safely returned to the pt once the kink was noted. A new set of bloodlines was set up and the treatment resumed and this pt was discharged to home at the end of the dialysis treatment with no ill effect. A sample is available.